Event description:
It was reported that the right atrial (ra) was dislodged shortly after implant. Subsequently, a lead revision was successfully performed. No additional adverse patient effects were reported.